Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call issues with the sensor. Customer's blood glucose level was 17 mmol/l and their sugar glucose was 6.2 mmol/l. Customer's mother advised the patient went to the hospital and inserted a sensor. Customer experienced a low blood glucose alert at night and the delivery of insulin stopped. Customer advised their blood glucose was not low and the sensor was not providing an accurate blood glucose reading. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.